Event description:
It was reported that the patient was in a car accident "the day before yesterday and messed up his stimulator." It was noted that when the patient turned his stimulator on, instead of helping with his headaches, it caused more pain. The patient had two active implantable neurostimulator systems at the time of report. It was unclear to which system the patient was referring. Refer to mfg report # 3004209178-2014-01642. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed on this report.

Manufacturer narrative:
Concomitant products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).